Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a diagnostic procedure. Reportedly, the sutures were placed successfully; however, the foot plate was difficult to retracted. Once the foot plate was retraced, when attempting to remove the proglide device, the guide separated into two pieces where the black and silver part meet. A cut down was performed to remove the separated pieces of the guide. Hemostasis was achieved with the sutures of the proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported guide detachment and foot retraction problem were confirmed based on the returned device condition. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.